Event description:
I have 3 teeth left, my hair is balding, I have mental health issues now, my weight went up by (B)(6) in less than a year then down over (B)(6) in 7 months and back up another (B)(6) in 3 months, I have rashes all over, impaired hearing and vision. Headaches and my back issues are more intense, my period is random and unbearably painful. I have to "birth" clots bigger than my fist. Constant pain in my lower abdomen. Constant excessive discharge and infection. Loss of sexual desire by a now almost constant climax feeling during normal day to day, not appropriate times, activities. Possible early menopause and the need for a hysterectomy at age (B)(6). Essure problems. FDA safety report ID # (B)(6).